Event description:
Six days post implant, an increased in threshold was observed. Hence, the physician decided to replace the lead. Physician observed a white material at the end of helix.

Manufacturer narrative:
The lead exhibited normal electrical characteristics. The white material inside the helix is the steroid plug. The steriod plug was visible when the helix was in the extended position. The steriod plug was not correctly positioned inside the helix during manufacturing.